Event description:
Hta machine would not proceed to ablation despite numerous attempts and checks of equipment seal and height. Attempted novasure ablation - only able to partially ablate cavity. Changed to thermal balloon which finished successfully.what was the original intended procedure?hysteroscopy, d&c, endometrial ablation, laparoscopy, bilateral tubal ligation.device #1is this a laboratory device or laboratory test?no.